Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was degenerative disc disease. It was reported that, 13mm direct lateral interbody fusion (dlif) holding pin broke upon insertion to vertebral body after encountering previously placed pedicle screw. A 10mm piece (approximate) was broken off in the vertebral body and could not be removed. The pin was broken when it hit the pedicle screw. The levels treated were l4/5. Procedure performed was oblique lumbar interbody fusion/posterior spinal fusion. There was no revision surgery planned to retrieve the broken piece. There were no patient symptoms reported. No further complications reported regarding the event.